Event description:
No new information was reported however this event was merged into regulatory report #3004209178-2013-14954. Any additional information received pertaining to this event will reported under the above mentioned regulatory report number.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n295999, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: a01411002, product type: recharger. (B)(4).

Event description:
It was reported that the patient had an issue with the stimulator and recharger. It was noted the patient met with the manufacturing representative on the day of the report. The patient was having trouble making contact with the implantable pulse generator (ipg) to recharge. It was noted the patient felt intermittent stimulation and occasional sharp pains in different places in the back with the stimulator in the ¿on¿ position. The manufacturing representative interrogated the ipg with the clinician programmer and all impedances were within tolerance for the patient¿s device. The recharger diary was showing an average of 7 bars with 9 hours to full recharge. It was noted the patient never let the ipg go below the 1/4 tank and it took her 7-8 hours to recharge to a full tank. The reporter noted that the patient felt the stimulation ¿cut in and out¿ at different times and unrelated to position. The patient noted it had been going on for 2-3 weeks. It was noted that it was ¿new¿ pain and unrelated to the pain pattern the stimulation system was trailed and placed for. It was noted the patient had several bouts of cancer and associated chemotherapy and radiation and was concerned the new pain might be from that or new back problems. It was noted that the pain was in the mid and upper back and was a stinging and biting pain with the stimulator on. The reporter also noted that the patient¿s belt for the recharger system did not fit well and gave her pain around the ipg to wear it to recharge. The patient was given 25 antenna sticky pads to try and was told to report back with how it went. When the patient¿s recharge antenna was tried with her system and without the antenna ¿saddle¿, the patient got 7, 6, and 8 bars each time without pain. The reporter noted that they did not have an answer for the patient on her intermittent stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient was to have a three level extension of their fusion along with the removal of their ipg and lead components. The patient's doctor and nurse tried to talk the patient into leaving the ipg/lead in to help with the pain after the fusion healed but the patient wanted the system removed because it was not helping with their pain. The removal was scheduled for (B)(6) 2014. If additional information is received, a follow-up report will be sent.